Event description:
A pt was injected with radiesse dermal filler along the orbital ridge. The pt developed swelling, tenderness, formation of a nodule and the inability to tear, due to blocked tear ducts. Blocked tear ducts could lead to eye infection if medical intervention had not been administered.

Manufacturer narrative:
During a follow-up with the nurse, she reported that the pressure caused by the radiesse filler on the tear ducts had resolved with pixel laser treatment. All symptoms had resolved at the time of this report, and there is no permanent damage reported. A review of the device history records indicates that the reported radiesse dermal filler lot 1008922, has met all specifications.